Manufacturer narrative:
The qa (quality assurance) investigation results were received on 12-apr-2013. Evaluation summary: the product lot number was not provided; therefore a batch record review is not possible. It is the requirement to review all finished batch records for specification conformance prior to release. Any out of specification result is identified and mitigated. Data is periodically presented and reviewed by individuals responsible for assuring product quality. This review has not indicated trends that could be associated with any product complaint. Genzyme will continue to monitor complaints. Manufacturer's comment: this case report belongs to a batch of icsrs from a database extraction containing a collection of data from october 1997 to july 2010. The benefit risk profile of the product is not altered by this report. Follow-up information was received on (B)(6) 2013 and the pt initials were reported as (B)(6).

Event description:
Synovitis [synovitis]. Right knee effusion [joint effusion]. Case description: spontaneous case report was received on (B)(6) 2013 from a physician database extraction regarding a (B)(6) female pt, initials unknown with osteoarthritis grade 2. This case belongs to a batch of icsrs from a company purchased database containing a collection of data from october 1997 to july 2010. The pt's medical history was significant for previous treatment with synvisc (on (B)(6) 2001) and synovitis (on (B)(6) 2001). On (B)(6) 2003, the pt initiated treatment with intra-articular synvisc (hylan g-f 20) injection, in right knee, dosage regimen not provided. The lot number for synvisc was not provided. On (B)(6) 2003, the pt experienced synovitis in right knee and then again 7 days later. On unspecified dates in 2003, 33 cc of clear yellow fluid and 25 cc of slight turbid yellow fluid was aspirated from the right knee. On unspecified dates in 2003, the pt received treatment with betamethasone for synovitis and right knee effusion. On (B)(6) 2003 (after 10 days), the pt recovered from the event of synovitis. The outcome for the event of right knee effusion was not provided. Relevant concomitant medications were not provided. The intensity for the events of synovitis and right knee effusion was assessed as moderate. The reporting physician assessed the relationship between synvisc and the event of synovitis as definitely related and did not provide the relationship between synvisc and right knee effusion.